Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost 4.x is a mobile x-ray system for general radiographic purposes. A portable digital flat panel detector (model "skyplate") is used for image capture. Philips received a complaint on the digitaldiagnost 4.x indicating a system remote alert of a heavy shock to the detector. There was no harm to patient or user. The remote service engineer (rse) inspected and concluded that the detector was dropped, and mechanical shocks registered in the detector shock log. Gain and pixel calibration steps for the detector were provided to the customer. After calibration performed from the customer, the device was functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). This issue further monitored and trended.

Event description:
It was reported that the detector had a remote alert of experiencing a heavy shock. There was no patient or user impact.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number.(B)(4): 1. Contact office: changed from "john maga" to "dusty leppert" 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, health professional".